Event description:
It was reported that after flushing the guide wire dispenser coil, a balance middleweight (bmw) guide wire was successfully advanced and positioned in a lesion in the left circumflex coronary artery. After flushing the guide wire lumen of a 2.25x12 rx xience nano stent delivery system (sds), the sds was advanced via femoral access onto the bmw guide wire with resistance felt between the two devices when the proximal end of the guide wire exited the guide wire exit notch of the rx xience nano sds (prior to reaching the target vessel). The sds was withdrawn from the bmw with resistance felt. Reportedly, it felt as if the rx xience nano were grinding against the bmw both during advancement and retraction. Another unspecified stent delivery system was advanced over the same bmw without resistance and deployed at the target vessel, completing the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The guide wire resistance and grinding against the bmw were not confirmed. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.